Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) recommended reprogram options. No adverse patient effects were reported. This s-ICD remains in service.